Event description:
Per complaint (B)(4), the doctor used excessive force when laying an implant. This resulted in the implant fracturing and required removal.

Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated report submission date and to report device evaluation results. Updated device return date, date awareness date and report type and follow-up number. Updated follow-up type, device evaluation status and method, result and conclusion codes.